Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip to the black handle of the depth gauge for 2.0mm and 2.4mm screws broke while measuring the cortical screw and shaft of the plate. The tip fell on the operating table and was easily retrieved. Nothing went into the patient. The issue occurred during an initial distal radius fracture on (B)(6) 2018. There was a surgical delay of approximately 30 seconds to 1 minute to get the replacement device. The surgery was successfully completed. There was no patient harm. This complaint has 1 device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 319.006, lot# 4615480. Manufacturing location: brandywine, release to warehouse date: jul 15, 2003. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The depth gauge was received at us customer quality with the needle broken off. The needle was not returned. The complaint condition was visually confirmed and consistent with the reported condition. Dimensional analysis could not be performed as relevant component (needle) was not returned. Relevant drawings were reviewed. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the device history records. The complaint condition is confirmed as the depth gauge was received broken. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being bent or damaged during sterile processing). During the investigation no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: additional patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 2.7mm cortex screw (part number unknown, lot number unknown, quantity 1), plate (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Additional narrative: reporter number and e-mail address. Corrected data: it was noted by reporter that the correct alert date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.